Event description:
As reported to the edwards' clinical specialist, during a transapical tavr procedure a thoracotomy was performed and purse string sutures were placed. There was a significant amount of epicardial fat requiring full thickness sutures. The ascendra sheath was inserted and the 26mm sapien valve was positioned across the native annulus. The valve was successfully deployed in a final 50:50 position. The echocardiogram confirmed no central leak and trace paravalvular leak. The ascendra sheath was removed with rapid pacing. The physician experienced difficulty with the apex closure and the physician applied finger pressure to the apex to maintain hemostasis. The patient was then placed on cardiopulmonary support (cps) to maintain a systolic pressure of 70mmhg while the apex was repaired with pericardial pledgeted prolene sutures. According to implanting physician, the patient's apex was friable. The patient was transferred in stable condition to the unit for post op management.

Manufacturer narrative:
Per the instructions for use (IFU), complications associated with the transapical transcatheter aortic valve replacement (tavr) procedure include catheter site bleeding which may require intervention. The majority of apical bleeding complications are related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. In addition, according to the available literature, friable tissue may predispose the elderly patient population to the development of apical access site complications. In this case, the cause of the catheter site bleeding cannot be confirmed; however, per report the physician associated the difficulties repairing the lv access site to the patient's friable tissue. It is possible that a combination of patient factors (i.e. Advanced age- (B)(6), friable tissue) and procedural factors (anti-coagulant medication) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.